Manufacturer narrative:
Concomitant products= v18 wire, 0.014 command wire, navicross catheter, ultraverse 3mmx300mm and 6mmx300mm balloons, lutomix 6mmx150mm dcb. PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, at the end of a tibial artery revascularization procedure, an unspecified 2.9 french cook pedal sheath elongated upon removal of the device from a highly calcified tibial artery. The device was removed in its entirety. The procedure involved an angiogram of the left lower extremity; intravenous ultrasound of the left external iliac, left common femoral, left superficial femoral, left popliteal, and left anterior tibial arteries; laser atherectomy of the left common femoral, left superficial femoral, left popliteal, and left anterior tibial arteries; angioplasty of the left popliteal and left anterior tibial arteries; and angioplasty of the left common femoral and left superficial femoral arteries using a drug-coated balloon. Drugs used during the procedure included omnipaque contrast, 1% lidocaine, 0.5% marcaine, fentanyl, versed, nitroglycerin, and heparin. The left common femoral, superficial femoral, and popliteal arteries were approximately 70% stenosed and 70% in-stent restenosis was reported in an unspecified location. The left anterior tibial artery was 100% occluded. To reach the left distal popliteal artery, antegrade access was obtained in the left common femoral artery, using an unspecified 2.9 french micropuncture sheath and ultrasound guidance. The sheath was flushed after insertion. Another manufacturer¿s 0.018-inch wire was inserted into the antegrade site and a cook cxi catheter was advanced over the wire and into the distal popliteal artery. The wire was exchanged for another manufacturer¿s 0.014-inch wire. The wire and catheter were then directed to the anterior tibial artery. Retrograde access was obtained in the left distal anterior tibial artery, using a micropuncture needle (presumably the complaint device), unspecified 4/5 slender sheath, and another manufacturer¿s 0.018-inch wire guide, using ultrasound guidance. Another manufacturer¿s catheter was advanced over the wire guide to the proximal anterior tibial artery, where it met the catheter and wire from antegrade access. The cxi was tunneled into the other catheter. The 0.018-inch wire was removed, and the 0.014-inch wire was flossed between the catheters. The catheters were removed, and an unknown intravenous ultrasound catheter was inserted. An unknown laser atherectomy device was inserted and laser atherectomy was performed in the anterior tibial, popliteal, and superficial femoral arteries. Another manufacturer¿s balloon was then used to perform angioplasty of the proximal anterior tibial artery twice at six atmospheres for a total of six minutes. A larger balloon was then advanced to the external iliac artery and a 0.018-inch wire was inserted through the balloon catheter. The balloon was pulled back to the common femoral artery and angioplasty was performed in both the common and superficial femoral arteries to six atmospheres for one minute, followed by inflation to five atmospheres for six minutes. The balloon was then advanced to the popliteal artery and inflated to six atmospheres for three minutes. Another manufacturer¿s drug-coated balloon was then advanced to the common femoral artery and inflated within the proximal common femoral and mid-superficial arteries to five atmospheres for four minutes. Images were then obtained through the other manufacturer¿s catheter. The catheter was removed, and the anterior tibial and common femoral sheaths were removed. Manual pressure was applied until hemostasis was achieved. Ten percent residual stenosis was reported within the left common femoral, superficial femoral, and popliteal arteries, with 30% residual stenosis reported in the left anterior tibial artery. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Initial report as reported, at the end of a tibial artery revascularization procedure, an unspecified 2.9 french cook pedal sheath elongated upon removal of the device from a highly calcified tibial artery. The device was removed in its entirety. The procedure involved an angiogram of the left lower extremity; intravenous ultrasound of the left external iliac, left common femoral, left superficial femoral, left popliteal, and left anterior tibial arteries; laser atherectomy of the left common femoral, left superficial femoral, left popliteal, and left anterior tibial arteries; angioplasty of the left popliteal and left anterior tibial arteries; and angioplasty of the left common femoral and left superficial femoral arteries using a drug-coated balloon. Drugs used during the procedure included omnipaque contrast, 1% lidocaine, 0.5% marcaine, fentanyl, versed, nitroglycerin, and heparin. The left common femoral, superficial femoral, and popliteal arteries were approximately 70% stenosed and 70% in-stent restenosis was reported in an unspecified location. The left anterior tibial artery was 100% occluded. To reach the left distal popliteal artery, antegrade access was obtained in the left common femoral artery, using an unspecified 2.9 french micropuncture sheath and ultrasound guidance. The sheath was flushed after insertion. Another manufacturer¿s 0.018-inch wire was inserted into the antegrade site and a cook cxi catheter was advanced over the wire and into the distal popliteal artery. The wire was exchanged for another manufacturer¿s 0.014-inch wire. The wire and catheter were then directed to the anterior tibial artery. Retrograde access was obtained in the left distal anterior tibial artery, using a micropuncture needle (presumably the complaint device), unspecified 4/5 slender sheath, and another manufacturer¿s 0.018-inch wire guide, using ultrasound guidance. Another manufacturer¿s catheter was advanced over the wire guide to the proximal anterior tibial artery, where it met the catheter and wire from antegrade access. The cxi was tunneled into the other catheter. The 0.018-inch wire was removed, and the 0.014-inch wire was flossed between the catheters. The catheters were removed, and an unknown intravenous ultrasound catheter was inserted. An unknown laser atherectomy device was inserted and laser atherectomy was performed in the anterior tibial, popliteal, and superficial femoral arteries. Another manufacturer¿s balloon was then used to perform angioplasty of the proximal anterior tibial artery twice at six atmospheres for a total of six minutes. A larger balloon was then advanced to the external iliac artery and a 0.018-inch wire was inserted through the balloon catheter. The balloon was pulled back to the common femoral artery and angioplasty was performed in both the common and superficial femoral arteries to six atmospheres for one minute, followed by inflation to five atmospheres for six minutes. The balloon was then advanced to the popliteal artery and inflated to six atmospheres for three minutes. Another manufacturer¿s drug-coated balloon was then advanced to the common femoral artery and inflated within the proximal common femoral and mid-superficial arteries to five atmospheres for four minutes. Images were then obtained through the other manufacturer¿s catheter. The catheter was removed, and the anterior tibial and common femoral sheaths were removed. Manual pressure was applied until hemostasis was achieved. Ten percent residual stenosis was reported within the left common femoral, superficial femoral, and popliteal arteries, with 30% residual stenosis reported in the left anterior tibial artery. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Corrected information found on investigation: d1,d4, g5: a search of devices sold to this customer found that the rpn for the complaint device is believed to be mpis-401-pedal-nt-u-sst. The 510(k) for the mpis-401-pedal-nt-u-sst is k172980. Investigation - evaluation reviews of the instructions for use (IFU), quality control procedures, and specifications were conducted during the investigation. Although the rpn is unknown, a search for all devices containing "2.9 fr pedal" determined the potential device to be a micropuncture pedal introducer access set (rpn: mpis-401-pedal-nt-u-sst or mpis-501-pedal-nt-u-sst). A search of all lots sold to the customer over the past 3 years determined that the rpn is believed to be mpis-401-pedal-nt-u-sst. The lot search could not specify the affected lot. Due to this, cook could not complete a review of the device history record (DHR) or a complaint search for additional complaints on the reported lot. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document-based investigation evaluation was performed. From the information provided upon review of the dmr, dhf, and IFU, cook could not conclude that the device was manufactured out of specification, or that there are nonconforming devices in house or out in the field. An IFU is provided with this device, which states ¿do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt.¿ based on the information provided and no product returned, investigation has concluded that the patient¿s condition contributed to this incident. The customer stated that the vessel the device was inserted into was highly calcified, which could cause the sheath to become elongated upon removal. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.